Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did identify any similar incidents from the reported lot. The reported patient effect of mitral stenosis listed in the instructions for use (IFU), mitraclip gen 4, u.s. Is a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the unintended clip movement (clip open ¿ locked) could not be determined. The reported mitral stenosis appears to be related to the procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure performed to treat grade 3-4 functional mitral regurgitation. The pre-procedure mean pressure gradient was 3mmhg. Imaging was challenging due to the previously implanted clips. The clip (00228u167) was placed and mr was reduced to 1. Establishing final arm angle (efaa) was successful and the lock line flossed fine. However, when pulling on one end of the lock line, the clip opened to approximately 30 degrees. The clip was closed back down until the clip was fully re-closed and clip deployment was continued. The clip remained fully closed. Mr was reduced to 1. The mean pressure gradient increased to 6mmhg. No additional information was provided.